Event description:
It was reported by the rep the device was used during a roux-en-y procedure. It was reported a side to side anastomosis was done during the initial procedure and hemostasis appeared to be fine. Pt developed post op complications and was reopened. A vessel was found to be actively bleeding and was located within the small bowel in the middle of the staple line. The pt is currenty on the or table and had so far been given 2 units of packed red blood cells.